Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 99% stenosed lesion in the mid right coronary artery (mrca). A 3.5x15mm nc trek balloon dilatation catheter (bdc) was advanced to the lesion, inflated one time to 12 atmospheres (atm) and held for 10 seconds when a rupture occurred. The bdc was removed without issue. There was no adverse patient effect and no clinically significant delay in the procedure. A same size non-abbott device was used to complete the lesion dilatation, followed by xience stent implantation to successfully complete the procedure no additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.